Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). The suspect device has not been returned for evaluation. Vyaire technical support initiated o2 proportional valve under warranty replacement. Root cause of failure was determined to be due to a defective o2 pressure regulator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator had alarm 388 - no o2 dosing possible and alarm 271 - o2 supply fail - no o2 dosing possible. Unit software was updated to version 6.0.2100.0 but the alarm continues. At this time, there is no information regarding patient involvement associated with the reported event.